Manufacturer narrative:
Catalog number and lot code were not provided. The device was reported as an unknown modular stem extractor. It was noted that the device would not be returned for evaluation. If additional information should become available, it will be submitted in a supplemental report.

Event description:
It was reported that during an abgii removal the modular stem extractor tightening threads cross threaded and would not disengage from implant.

Manufacturer narrative:
Implant date and catalog number updated. An event regarding a seized abgii modular stem extractor was reported. The event was not confirmed. One photograph of the device attached to a modular stem was provided. Nothing could be learned from this photograph. Without a functional test of the complaint device the event cannot be confirmed. A device history review was not performed as the device was not properly identified. The event could not be confirmed nor the root cause of the reported seized instrument determined as the instrument was not returned. No further investigation for this event is possible at this time.

Event description:
It was reported that during an abgii removal the modular stem extractor tightening threads cross threaded and would not disengage from implant.